Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Event description:
The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on anterior assessed, as fold flaw opening. Additional observations: crease fold and wear abrasion observed, on the device. Brown particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell, crease is observed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.